Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead exhibited noise, oversensing and pacing inhibition. Boston scientific technical services discussed troubleshooting options including pocket manipulation and isometrics. The lead remains in service. No adverse patient effects were reported.